Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/15/2026. It was reported that patient also experienced symptoms of cognitive changes and disorientation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 1:00 p.m., the patient experienced ¿diabetic shock¿ accompanied by symptoms including cold sweats, lethargy, and nausea. The reporter stated that the patient¿s dexcom reading showed 67 mg/dl at that time; however, no fingerstick blood glucose (fsbg) test was performed to confirm the reading. The patient was given orange juice and candy bars, but the cgm glucose values did not improve. As the patient¿s symptoms persisted, she was brought to the emergency room (ER) at approximately 8:15 p.m. A bg test performed by the nurse revealed a value of 37 mg/dl. The patient was treated with orange juice and peanut butter and did not receive any medications. Approximately one to two hours later, a repeat bg test showed a value of 82 mg/dl, while the dexcom continued to display a ¿low¿ reading. Due to the discrepancy, the sensor was removed. Several hours later, a bg test was taken by the nurse, showing a value of 209 mg/dl. The patient was discharged at approximately 4:47 a.m. On (B)(6) 2026. At the time of the report, she reported feeling normal and stable prior to leaving the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At an approximately one to two hours later the patient's blood glucose was taken and it was reported to fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e2304 chills.